Event description:
The concern is associated with patients having a rare fungi after treatment. This fungi was discovered by the lab and the instruments were taken out of service to ensure safety. These are the specific instruments bf-uc180f and bf- 1th190 olympus. This is on-going to test if this is in fact the instruments. FDA safety report ID# (B)(4).